Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, breakage of knob wire (k-wire), and foreign material may not have been removed due to imperfection of proper reprocessing. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection shows how to detect the event. Reprocessing manual 3.5 manual cleaning shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. (E1).

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: due to damage on the channel-tube and k-pipe, water tightness was lost; adhesive on the distal sheath was detached; due to wear of the angle wire, bending angle and play in the up/down/left/right direction did not meet the standard value; the suction cylinder and the forceps channel port were shaved; the light guide bundle has breakage; and scratches were found at multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during device maintenance, the forceps elevator on the duodenovideoscope presented with a problem and the angulation on the device had play. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the forceps elevator had foreign material. The foreign material was yellowish/brown in color, and it was unknown what the foreign material was. This report is to capture the reportable malfunction of a foreign substance found on the forceps elevator noted at estimation.